Event description:
The patient was revised because of loosening in flexion, causing pain going up and down stairs.

Manufacturer narrative:
No products were returned for evaluation. Product information required to retrieve the device history records for reviewing, and search the complaint database by manufacturing lot was not provided. The investigation was limited to the information provided. No conclusions could be drawn based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.